Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated at the customer. The customer reported complaint was confirmed during archive review and initial functional testing. The defective air trap block with printed circuit board was replaced to remedy the fault. A review of the event log was performed and error message mid: 09 was observed. During initial functional testing, liquid residue was noted on the air trap circuit board. The liquid were due to a start-up kit (suk) air trap leak. An additional repair were performed as part of routine maintenance. The pump raceway was cleaned, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that the thermogard system (sn: (B)(4)) was displaying an error message mid:09 (air trap assembly). No further information was provided. No known patient consequences reported.